Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: cholecystectomy. Event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). Since I¿ve been out of office for a few months. I had mid-january in [customer info] 2ea ca500 1 out of 2 not working. Lot number: 1495832 (that I can see in the list sent to the customer in march) /ca500 stand alone 1480360 (I don¿t see it in the list..). And a last complain now in june in the same institution: lot number: 1523249 (part of their cholecystectomy kit gk1033). So case was a cholecystectomy, same issue. With (name redacted) last week. The pharmacist (name redacted) (B)(6) asks us the replacement of the 3 ca500. Additional information received by company rep. Via e-mail on 02july2024: don¿t know precisely the date of all three events (that happened in january and june). I was absent from january until june 3 (customer told me the event when he saw me back, without knowing I was returning to work), the description of event was 1 out of 2 clip did not go out and this happened when he had to put clips on the cystic canal (at the end) additional information received by company rep. Via phone on 03july2024: device discarded and they are not sure if the lot number 1480360 was used. Patient status: patient is ok. Intervention: continued using the clip applier.

Event description:
Procedure performed: cholecystectomy. Event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). 2ea ca500 1 out of 2 not working. Lot number: 1495832 (that I can see in the list sent to the customer in march) /ca500 stand alone 1480360 (I don¿t see it in the list.) And a last complain now in june in the same institution lot number 1523249 (part of their cholecystectomy kit gk1033) so case was a cholecystectomy, same issue. "The pharmacist (name redacted) (024772719) asks us the replacement of the 3 ca500." Additional information received by company rep. Via e-mail on 02july24: don¿t know precisely. I was absent from january until june 3 (customer told me the event when he saw me back, without knowing I was returning to work), the description of event was 1 out of 2 clip did not go out and this happened when he had to put clips on the cystic canal (at the end) additional information received by company rep. Via phone on 03july24: device discarded and they are not sure if the lot numbers 1480360 and 1523249 were used hence unknown. Patient status: patient is ok. Intervention: continued using the clip applier.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4). Was included in the recall.